Event description:
It was reported to philips that the system could not generate x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred after the surgery. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. A review of the system logfiles found xsc errors. Upon troubleshooting actions, fse identified that the x segment controller (xsc) was not connecting to point and hivo. Fse downloaded and installed the xsc software. After installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.